Event description:
It was reported that the device had reached eri prematurely. The device was explanted. No further information is available.

Event description:
New information recieved, date of explant is added to the report.

Manufacturer narrative:
The reported field event of premature depletion was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Device was found to be within estimated longevity. Device¿s battery voltage adc function was tested and found to be normal. The cause of the discrepancy in the programmer¿s estimation of remaining longevity, near eri, was not determined.